Event description:
It was reported that the patient presented to the emergency room with ventricular asystole 11-20 seconds long. The lead was dislodged. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.